Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 1:43 pm, the meter result was 4.5 inr. It was noted the customer's finger was wet with alcohol. The customer tested again with the meter within 15 minutes using the same finger and the result was 2.5 inr. At 2:45 pm, the meter result was 2.8 inr. It was noted the alcohol on the customer's finger was dry. The customer's therapeutic range is 2.5-3.5 inr with a testing frequency of once a week.

Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.2 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.